Event description:
This lead exhibited undersensing and noise. On (B)(6) 2012, the physician explanted the ICD. This lead remains actively implanted. Should add'l info become available this file will be updated.